Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on this right ventricular (rv) lead. Impedance measurements and sensing were noted to decrease as well. The patient was evaluated in the emergency department due to a syncopal episode. Boston scientific technical services (ts) was consulted and recommended to perform a chest x ray. Additional information was received that this rv lead was confirmed to have perforated the cardiac tissue. A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported.